Event description:
It was reported a balloon ruptured at eight atmospheres during an iliac angioplasty procedure via a contralateral approach. Another balloon catheter was used to successfully complete the procedure without patient complications. The device has been destroyed by the user facility. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation , immediately discontinue the procedure. Deflate the balloon, do not reinflate and remove carefully."

Manufacturer narrative:
The device was received, evaluated and retained by this MFR. Microscopic examination revealed a pin hole leak located 16mm distal to the proximal radiopaque marker. Scratches were noted on the balloon surface. This device displayed characteristics consistent with contact with a sharp external source, scratches on the balloon surface. Co believes this factor may have contributed to the event.